Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During device insertion, the physician had difficulties inserting the device through the groin area. Once it was inserted, the physician could not get transeptal access. The device was removed and it was observed that the tip of the sheath was damaged. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned as it was disposed.